Manufacturer narrative:
The aquabeam roll stand keyboard was returned for investigation. During visual inspection and functional testing, the usb cable was observed to be damaged and exposing the internal cabling and insulation. The keystrokes and mouse ball failed to register on the aquabeam conformal planning unit (cpu) confirming the reported failure. The root cause was unable to be determined. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. 12. Aquabeam robotic system storage and transport details the aquabeam robotic system shall be at its lowest height to allow for easier travel as shown in figure 20. Avoid extending the keyboard arm to its maximum length during storage and transport. Use the console retention knob on the roll stand to secure the console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that prior to treatment, while the patient was in the operating room and under anesthesia, the aquabeam robotic system roll stand keyboard was not functioning. Multiple troubleshooting steps to resolve the issue were unsuccessful. An external keyboard and mouse were used to complete aquablation therapy. The reported event resulted in a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.